Event description:
Clinical trial; it was reported that the patient expired 709 days following a coronary drug eluting stenting procedure. One day prior to the index procedure, the patient was admitted due to chest pain and claudication. Target lesion 1 was identified in the ostial proximal rca (right coronary artery) with 99% in-stent restenosis, moderate tortuosity, and measuring 3.0x22mm. Target lesion 1 was treated with predilation and placement of an overlapping 3.0 x 24mm taxus express2 drug eluting stent resulting in 0% residual stenosis. Of note, at this time, an unsuccessful attempt was made to pass a 3.0x10mm cutting balloon through the lesion. The next day the patient was discharged on asa and clopidogrel. During the two year follow up, the site coordinator found that the patient had expired through a social security death index search. Cause of death was reported as unk. The site was unable to obtain a death certificate. No further info regarding the patient's death was provided. It is unk if the target vessel is involved in the patient's death.

Manufacturer narrative:
A unit has not been returned for review therefore a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. However, a full review into the mfg history record for this device confirmed that the device met its material, assembly and product specifications at the time of its release to distribution.